Event description:
It was reported that during use with bd safetyglide¿ needle only, 25 g the needle was blocked. 3 of 3 patients and 4 reports. The following information was provided by the initial reporter; for vaccine use, as hard as they press there is something blocking it fluid flow. Primarily for use of medicine to draw up, no substance has been able to pass through. Nurse #1 had 3 different patients where the vaccine was very hard to push in.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that during use with bd safetyglide¿ needle only, 25 g the needle was blocked. 3 of 3 patients and 4 reports. The following information was provided by the initial reporter: for vaccine use, as hard as they press there is something blocking it fluid flow. Primarily for use of medicine to draw up, no substance has been able to pass through. A. Nurse #1 had 3 different patients where the vaccine was very hard to push in.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-aug-2023. H.6. Investigation summary: twenty three samples received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.